Event description:
Facility reports the laser stopped firing twice at the beginning of a procedure. They were able to re-start the system both times by depressing the ablate button. This procedure and the remaining procedures of the day were completed without further incident. There was no patient harm/injury associated with this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) reviewed the surgery database for the date and time of the reported event and observed that the laser stopped firing after 12 seconds and noted that the ablate button and footswitch were depressed 3 times before the laser started firing again. However, during testing, the tm fired 15,000 shots and successfully performed test surgeries, but was unable to duplicated the event. The tm completed a system verification prior to departure. Conclusion: based on the investigation and the results of prior investigations, the event was consistent with normal behavior of the (B) (4) and the root cause is most likely related to the thyratron. It is unknown if the reporter is a health care professional. (B) (4). (B) (4).